Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing. A cartridge change was performed resolving the issue. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 53 mg/dl due to overcorrecting via the pump. Customer consumed candy to address low bg. Reportedly, customer continued to use the pump for insulin therapy.